Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The patient was not feeling stimulation and they wanted to turn it up but did not know how. Therapy was on and the situation was not resolved. They were walked through adjusting stimulation from 1.9 to 2.2v on program 1 and it was confirmed that stimulation was felt in the in bicycle seat region. The patient was going to monitor symptoms now that the change was made and would follow up with the healthcare professional (hcp) if it did not resolve. The issues started on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.